Manufacturer narrative:
Concomitant medical products: fr995-29 tissue valve, implanted (B)(6) 2009. Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient developed an infection. The implantable pulse generator (ipg) system was removed and replaced with a leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.